Event description:
It was reported that malfunction code 12 was displayed, but no notable events occurred prior to this. The impact on the customer's blood glucose level was unknown or declined to answer. Technical support provided information to reset the pump, assisted the caller with the reset process, and confirmed that the malfunction did not recur after resetting. The customer understood and acknowledged the guidance to continue using the pump and to call back if any error code recurs.